Event description:
During a laparoscopic appendectomy, the cartridge fell out of the device after firing. The procedure was completed with a like device, there was no adverse consequence to the patient.